Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital following several shocks. Upon review of the episodes, atrial fibrillation (af) was noted and the strips indicated that therapy was exhausted. It was not determined whether the rhythm was af with rapid ventricular response (rvr) or ventricular tachycardia (vt). Boston scientific technical services (ts) discussed programming options with the field representative. Additional information was requested of the field representative, unsuccessfully. There were no adverse patient effects. The device remains in service.